Event description:
Information received via literature review: it was reported that re-access through a previously placed starclose clip using a 4f microcatheter was successful upon insertion; however, while attempting to remove the microcatheter, there was some resistance and only one-third of the catheter removed. The distal portion of the catheter was presumed to be retained within the body; imaging was performed, but the retained portion of the catheter could not be visualized. Surgical intervention was performed and found the microcatheter had been sheared due to interaction with the starclose clip with pleating of the catheter. The starclose clip was surgically removed along with the entrapped portion of the microcatheter. The procedure was aborted and the access site was surgically closed. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A cine was returned and reviewed by an abbott clinical specialist. The provided media (fluoroscopic video) confirm the description of the event from the complaint summary, as a guide wire can be seen going through the starclose clip. No malfunction of the actual starclose device itself can be seen in the media. Probable cause for the event (microcatheter break) is interaction of the microcatheter with the starclose device. Based on the information reported, resistance and only one-third of the catheter removed, thus contributing to the reported microcatheter had been sheared due to interaction with the starclose clip with pleating of the catheter. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Literature attachment: article titled - "through the bullseye of a starclose: 1 catheter forward, 2 catheters back".